Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics both intraperitoneally and orally (dose, frequency, duration not reported). On an unreported date, the patient pd catheter was removed and the patient started hemodialysis therapy. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.